Manufacturer narrative:
Additional information added to b5. H6 updated.

Event description:
It was reported that this pacemaker reverted to safety mode. This pacemaker was included in the high internal battery impedance in a subset of accolade pacemakers and crt-ps advisory population. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. This pacemaker was included in the high internal battery impedance in a subset of accolade pacemakers and crt-ps advisory population. This pacemaker remains in service. No adverse patient effects were reported.